Manufacturer narrative:
A compressor solenoid valve assembly filter was returned to covidien/medtronic¿s product analysis. A visual inspection of the return ed components was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A compressor muffler intake filter was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found it speckled with darker colour dirt/dust particles. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a vendor process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reports that an 840 ventilator could not achieve the minimum air flow. The ventilator was not on a patient at the time of the event. The service engineer replaced the muffler and filter outlet to correct the issue. The unit passed all testing and operates within the manufacturing specifications.